Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced gum recession. Patient was examined by their periodontist because of their concern that they had with tooth #24 that began showing recession. Periodontist examined patient and found that the aligner treatment has caused tooth #24 root is half out of the bone on the buccal. The tooth is very loose. There is no gum tissue on #24 and frenum has caused 4mm of recession and the buccal root is out of the bone. The treatment for this would be placing a free gingival graft in this area to save this tooth that is going to be challenging. Once accomplished patient is going to need and endodontic consult to see if endo should be done now or after ortho or in the future. Patient needs to go to an orthodontist and have brackets placed on the teeth to torque the root lingually. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.